Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 4/10/15. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings:. Pump history confirmed cs 064 alarm on 01/22/2015. Pump was exercised for 24 hours and the cs 064 alarm complaint was not duplicated. Investigation completed with returned battery cap. Unrelated to the complaint, display is dim/fading/reddish and internal moisture damage was found. Could not download the black box history due to internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.